Event description:
Customer reported that c-arm reads overload fault - monitor turns black and grainy. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick connectors, performed filament calibration, replaced snubber board, x-ray tube, and batteries. System operates as intended.